Event description:
The customer stated that display was blank. The customer inserted a new battery and the insulin pump alarmed battery out limit. Troubleshooting was performed and found that the customer was not using the recommended batteries. Also found failed battery test alarms in the history. In addition, the customer stated that the battery compartment got very hot. Advised that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump had a blank display and a hot battery inside the battery tube due to a component on the liquid crystal display board puncturing through the isolation tape and shorting to the battery tube. Unable to confirm the unexpected battery out limit alarm due to the blank display.